Event description:
Same case as MFR report #: 3005188751-2012-00207. It was reported during a procedure using a swartz introducer and a brk transseptal needle the patient experienced a cardiac perforation. The physician placed a sjm quadrapolar catheter and an ice catheter in the right ventricle, a sjm decapolar catheter in the coronary sinus, and a sjm duo deca catheter in the left atrium through the swartz introducer, placed during the first successful transseptal puncture. Using a second swartz introducer the dilator was repositioned for the second transseptal puncture with the same brk transseptal needle. When the physician found an acceptable position for the puncture, contrast was injected to view tenting and a small amount was noted to enter the pericardial space; therefore, the procedure was stopped. A follow-up echocardiogram was performed the next day which revealed no further pericardial effusion. No further intervention was required.

Manufacturer narrative:
The device was not returned for evaluation and review of the DHR was not possible as the lot number is unknown. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.